Event description:
It was reported that the patient's lactate dehydrogenase (ldh) was rising. The patient had covid pneumonia and was on 5 liters (l) of oxygen. The patient was started on bivalirudin for a possible pump thrombus. Log files captured only routine events. Pump thrombus was not confirmed and the patient's elevated ldh resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) was rising. The patient had covid pneumonia and was on 5 liters (l) of oxygen. The patient was started on bivalirudin for a possible pump thrombus. Log files captured only routine events. Pump thrombus was not confirmed and the patient's elevated ldh resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jan2019. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.